Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "phm fault" was confirmed as failure code 814:04 by baxter personnel during product evaluation. The root cause was assigned to a defective air in line printed circuit board(ail pcb). The ail pcb was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was an error on channel a. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.